Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that the activation button on the e-sep pencil remained on even when not being pressed. It was also reported that the patient received a burn through the drapes. It was further reported that there was no delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device evaluated by manufacturer? Awaiting confirmation if device is available.

Event description:
It was reported that the activation button on the e-sep pencil remained on even when not being pressed. It was also reported that the patient received a burn through the drapes. It was further reported that there was no delay as a result of this event and the procedure was completed successfully.